Event description:
Additional information received 20oct2021. The sheath material stayed within the sheath and a basket was used to remove the sheath fragment. A wire and basket (with stone inside) were passed through the scope.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exact device rpn and lot number are unknown at this time. Initial reporter occupation: other non-healthcare professional: supervisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a patient of undisclosed age and gender underwent a ureteroscopy/cytology procedure in which a flexor ureteral access sheath was used. The inner strand of the sheath peeled off. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a patient of undisclosed age and gender underwent a ureteroscopy/cytology procedure in which a flexor ureteral access sheath was used. The inner strand of the sheath peeled off. The sheath material stayed within the sheath and a basket was used to remove the sheath fragment. A wire and basket (with stone inside) were passed through the scope. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation reviews of the instructions for use, manufacturing instructions and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no lot number was provided, reviews of the device history record and complaint history could not be completed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device instructions for use state, ¿note: prior to placement, activate the hydrophilic coating by removing the dilator from the flexor sheath and immersing all components in sterile water or isotonic saline. This will allow the hydrophilic surface to absorb water and become lubricious, easing placement under standard conditions.¿ based on the available information, cook has concluded that a cause for this event could not be established. It is possible that one of the devices used through the sheath or the stone caused damage to the inner diameter of the flexor access sheath, but there was not enough information/evidence available to make a conclusive determination. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.